Manufacturer narrative:
Test strip lot number: 229462a. Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, it the meter does not pass inspection, lifescan will inform FDA of the result in a supplemental report.

Event description:
A pt reported blood glucose results of 6.9 mmol/l with a lifescan meter, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <- 1.1 mmol/l, however, the pt was unsure if the puncture area was cleaned correctly prior to testing. The customer service rep walked the pt through two consecutive check strip tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Control solution tests were also performed with two difference test strip vials. On the new test strip vial the control solution results were 8.8, 8.5 and 6.7 (range 5.2 - 6.9), and on the old test strips the results was 11.3 (range 6.0 - 7.8). The two test strip lot numbers were: 25360a and 229462a. It was not specified which vial is the new/old vials. Meter and test strips were replaced.